Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operative a laparoscopic gastric bypass procedure, the patient was readmitted to the hospital due to gastro intestinal bleeding. There was blood loss of more than 500 cc and the hospital stay was extended by 2 days. It was noted that the bleeding was resolved spontaneously after readmission.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pot-operative a laparoscopic gastric bypass procedure, the patient was readmitted to the hospital due to gastro intestinal bleeding.